Event description:
Boston scientific received information that this patient heard tones from this cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, it was noted the device recorded one measurement of low shock impedance of less than 20 ohms on the transvenous lead. The physician determined no remedial action was needed at this time and will continue to monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that surgical intervention was performed to surgically abandon and replace the right ventricular (rv) lead which had continued to display low shock impedance measurements since the original allegation. This device remains implanted with a new rv lead. No adverse patient effects were reported.